Manufacturer narrative:
(B)(4). This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On (B)(4) 2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found an internal clog in the wash probe. The fse replaced the wash probe assemble, verified proper vacuum and waste valve operation, cleaned the incubator and rotor, then tested the wash operation in the examination menu. The fse ran daily maintenance. The fse later visited the facility to reroute the cable which caused sample assembly movement issues. All errors cleared and the aia-600ii instrument is operational. No further action is required by field service. The most probable cause of the reported event was a clogged wash probe.

Event description:
On (B)(6) 2015, a customer reported an overflow error and hb flags with the aia-600ii analyzer. The customer made a fresh substrate and attempted a background check. This is when the error occurred. The customer is unable to run afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.